Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 624484) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1983, (B)(6) 2007.), allergic rhinitis, auditory disorder, hot flashes, difficulty sleeping, depression, instability vasomotor, sinusitis, dyspnea, dyspnoea exertional, sinus congestion, ear pain, pain, sciatica, nasal congestion, suicidal ideation, sore throat, dermatitis, chest pain, breast mass nos, joint disorder, herpes labialis and menometrorrhagia. Previously administered products included for birth control: birth control pill from 1998 to 2006; for an unreported indication: levofloxacin, tramadol, anesthesia and antidepressants. Past adverse reactions to the above products included headache with tramadol; and urticaria with levofloxacin. Concurrent conditions included body mass index normal, mood swings, kidney tumor, low back pain, itchy rash, arrhythmia, hypomagnesemia, dermatitis mycoid, diabetes and thyroid disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal area pain (constant, mild to severe at times depending on activity)") and ovarian cyst ("ovarian cysts"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery (she had essure removed by hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, premature menopause, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, fatigue, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: *it was reported that she had blood loss around 50 ml. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On an unknown date she had pathology report which reveled on gross description shows that the specimen is received in one forma lin filled specimen container labeled with the patient's name, medical record number and ¿uterus/cervix/bilateral adnexa", the specimen consists of one uterus with attached cervix and bilaterally attached fallopian tubes and ovaries. The cervix and uterus measures 7,4 x 5,4 x 2.9 cm and weighs 48 grams. The serosal surface is unremarkable. Examination of the cervix shows lighten wrinkled ectocervical mucosa with a readily identified endocervical os, on bivalving the cervix and uterus into anterior and posterior halves, the endocervical canal measures up to 3,5 cm with an unremarkable mucosal lining, the adjacent endometrial cavity measures 2.5 x 2.0 x 0.6 cm with unremarkable lini ng. On serial sectioning the myometrium is unremarkable. The right fallopian tube measures up to 5.4 cm in length and has a patent lumen and as least one small paratubal cyst, identified. The right ovary measures 3.4 x 1.8 x 0.6 cm and weighs 3 gram. On sectioning, the cut surfaces are grossly unremarkable. The left fallopian tube measures up to 4 cm in length with at least one small paratubal cyst identified. On serial sectioning, the lumen is patent the left ovary measures 2.3 x 1,7 x 0.9 cm and weights 2 grams on serial sectioning, at least one small cortical cyst is identified filled with tan serous fluid. And on microscopic description shows histologic examination of cervical tissue shows mild to moderate chronic inflammation particularly at the transformation zone with reactive squamous metaplasia. Examination of the representative tissue from the endometrial cavity does show a variably thickened endometrial lining interspersed with evenly spaced proliferative to weakly-proliferative phase, tubular endometrial glands lined by glandular cells demonstrating no significant atypia. The adjacent myometrium is unremarkable. Multiple small paratubal cysts are identified. Examination of both ovaries does show multiple small to one medium sized benign surface inclusion cyst within the cortex there is no evidence of malignancy within the sections examined. Her current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drug, treatment drug were added. Added lot number as 624484. Added events hormonal changes describe: early menopause, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, fatigue, lower abdominal area pain (constant, mild to severe at times depending on activity), ovarian cysts. In (B)(6) 2017, she had removed essure device. Updated onset date of event and onset date of events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 624484) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1983, (B)(6) 2007.), allergic rhinitis, auditory disorder, hot flashes, difficulty sleeping, depression, instability vasomotor, sinusitis, dyspnea, dyspnoea exertional, sinus congestion, ear pain, muscle pain, sciatica, nasal congestion, suicidal ideation, sore throat, dermatitis, chest pain, breast mass, joint disorder, herpes labialis and menometrorrhagia. Previously administered products included for birth control: birth control pill from 1998 to 2006; for an unreported indication: levofloxacin, tramadol, anesthesia and antidepressants. Past adverse reactions to the above products included headache with tramadol; and urticaria with levofloxacin. Concurrent conditions included body mass index normal, mood swings, kidney tumor, low back pain, itchy rash, arrhythmia, hypomagnesemia, dermatitis mycoid, diabetes and thyroid disorder. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal area pain (constant, mild to severe at times depending on activity)"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and ovarian cyst ("ovarian cysts"). The patient was treated with paracetamol (tylenol), ibuprofen and surgery (she had essure removed by hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, premature menopause, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: *it was reported that she had blood loss around 50 ml. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on 27-nov-2007: total bilateral occlusion on an unknown date she had pathology report which reveled on gross description shows that the specimen is received in one forma lin filled specimen container labeled with the patient's name, medical record number and ¿uterus/cervix/bilateral adnexa", the specimen consists of one uterus with attached cervix and bilaterally attached fallopian tubes and ovaries. The cervix and uterus measures 7,4 x 5,4 x 2.9 cm and weighs 48 grams. The serosal surface is unremarkable. Examination of the cervix shows lighten wrinkled ectocervical mucosa with a readily identified endocervical os, on bivalving the cervix and uterus into anterior and posterior halves, the endocervical canal measures up to 3,5 cm with an unremarkable mucosal lining, the adjacent endometrial cavity measures 2.5 x 2.0 x 0.6 cm with unremarkable lini ng. On serial sectioning the myometrium is unremarkable. The right fallopian tube measures up to 5.4 cm in length and has a patent lumen and as least one small paratubal cyst, identified. The right ovary measures 3.4 x 1.8 x 0.6 cm and weighs 3 gram. On sectioning, the cut surfaces are grossly unremarkable. The left fallopian tube measures up to 4 cm in length with attleast one small paratubal cyst identified. On serial sectioning, the lumen is patent the left ovary measures 2.3 x 1,7 x 0.9 cm and weights 2 grams on serial sectioning, at least one small cortical cyst is identified filled with tan serous fluid. And on microscopic description shows histologic examination of cervical tissue shows mild to moderate chronic inflammation particularly at the transformation zone with reactive squamous metaplasia. Examination of the representative tissue from the endometrial cavity does show a variably thickened endometrial lining interspersed with evenly spaced proliferative to weakly-proliferative phase, tubular endometrial glands lined by glandular cells demonstrating no significant atypia. The adjacent myometrium is unremarkable. Multiple small paratubal cysts are identified. Examination of both ovaries does show multiple small to one medium sized benign surface inclusion cyst within the cortex there is no evidence of malignancy within the sections examined. Her current weight 150 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.